Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation. Based on the limited information available the most likely probable cause of the event is attributed to manufacturing supplier process, and/or questionable user handling.

Event description:
On 08/26/2021, it was reported by a sales representative via (B)(4) that an ar-6068-60t 90 deg quickpass lasso was bound up out of the package. This was discovered during use in a shoulder procedure on (B)(6) 2021. The case was completed with a ar-6068-90t.